Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 214 mg/dl. However, her blood glucose was 414 mg/dl at the time of call. The patient treated her high blood glucose via manual insulin injection. During troubleshooting the customer discovered that the infusion set cannula was bent. The insulin pump will be returned for analysis.